Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced difficulties inflating the device, this led to an in-clinic evaluation. A fluid leak or tubing kink were suspected to be the cause of the issues, as the pump bulb remained flat when pressed. The patient underwent a revision procedure, during which, a cylinder hole that caused fluid leak was confirmed in the distal end. It is suspected that the cylinder was perforated during a circumcision procedure that the patient had done. No patient complications were reported.